Event description:
During a routine shift check by a clinican, the device displayed "defib fault 72" and "pacer fault 166" messages. The device also failed to discharge the selected energy. There was no patient involvement in the reported malfunction.